Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a patient was to receive 169.5 ml of smoflipid 20% ordered to run at 8.48 ml/hr over twenty (20) hours. Customer reports the smoflipids finished infusing nine (9) hours earlier. Pump module was beeping, signaling "air in line" and the lipid bag was observed to be completely empty and the tubing within chamber was also empty. There was patient involvement however no harm to patient.

Event description:
It was reported a patient was to receive 169.5 ml of smoflipid 20% ordered to run at 8.48 ml/hr over twenty (20) hours. Customer reports the smoflipids finished infusing nine (9) hours earlier. Pump module was beeping, signaling "air in line" and the lipid bag was observed to be completely empty and the tubing within chamber was also empty. There was patient involvement however no harm to patient.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.